Event description:
It was reported that there was oversensing on both the atrial and ventricular leads with safety pacing during the patient's accelerated junctional rhythm episodes on the ventricular lead. Also noted were atrial lead warnings. Programming changes were made to the ventricular lead, and both leads remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.